Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. Clinical reason for explant mentioned as refractive error. The iol was explanted and exchanged with non company lens following the secondary implant procedure. Additional information received, patient had halos and glare and reported with no patient harm.

Manufacturer narrative:
Additional information has been provided in d.4., h.3., h.6., and h.11 the lens was returned wrapped in folded, white gauze material. Viscoelastic was dried on the lens. The optic appeared cut into pieces, typical of a removal from the eye. The optic edges of both optic portions contained multiple areas that were split and cracked on the anterior and posterior surfaces. The damage travelled toward center of optic. Splintering cracked damage was also observed at the line of cut damage. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that a qualified cartridge, handpiece, and viscoelastic were used. The product investigation could not identify a root cause for the reported complaint. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The completed questionnaire indicated that the event was glare and halos due to mutifocal iol (intraocular lens) in patient post lasik (laser -assisted in situ keratomileusis). The multifocal toric lens (1.50 cyl.) 19.5 diopter (add power +2.2/+3.2 diopter) was removed and replaced with a non-company monofocal toric 20.0 diopter lens. This information that the multifocal toric lens was replaced with a monofocal toric lens, one half diopter larger, may suggest that the monofocal replacement lens was an improved selection for this patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).